Event description:
It was reported that during a gastric bypass the demonstration of new equipment (mese1), it was founded that the sensing of energy product operation was not performed in open and lap modes, so the demonstration was stopped. We changed and connected the rf sensor, but it didn't work. When we manually operated mese1 without connecting the rf sensor, the equipment worked, but when we connected the rf sensor, it started working automatically. It is out of control, we can not stop and start. The event occurred during sterile processing. The event occurred during field inspection. The event occurred during internal service activities such as calibration. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2023. Investigation summary per service manual operational and diagnostic analysis did not confirm the reported continuous activation issue. Additionally, the pcb board was identified in the investigation to address the activation failure and out of box failure. No repair was performed and the unit was placed in long term hold. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.